Manufacturer narrative:
Company comment: symptoms of inflammation include a combination of warmth, redness, swelling, tenderness and induration as stated in the instructions for use. These reactions may commence either shortly after injection or after a delay of several weeks. In a case of unexplained inflammatory reactions, infections should be excluded and treated if necessary. Also consider to combine with a short treatment with corticosteroids, tapering dose. Treatment only using oral corticosteroids without concurrent antibiotic treatment is not recommended. To accelerate degradation of ha based gels, injection of hyaluronidase can be considered. However, it is important to inject the enzyme into the ha-implant and not the surrounding tissue. From the case description, the patient seems to have been adequately managed. However, the responsible physician may want to exclude possible underlying infectious or connective tissue disease. No corrective action will be initiated. Swelling is labeled in the IFU. For reference purpose only, this case has also been assigned to thr following tracking number: (B)(4). This case was received by q-med on (B)(4) 2014 and was forwarded to valeant on (B)(4) 2014. On (B)(4) 2014: the events disease recurrence, injection site oedema and face oedema are assessed as serious and possibly related.

Event description:
This is a verbatim report as received by valeant from q-med. Case reference number (B)(4) is a spontaneous case report sent by a health professional which refers to a female aged (B)(6). The patient had no history of allergies or other reported medical history or/and concomitant medication. This serious ae was reported from the staff of a plastic surgery clinic concerning a female patient on (B)(6) 2014. The female patient was injected with restylane 4ml on her right and left nasolabial fold on (B)(6) 2013. Moreover, she was re-injected with about restylane 1ml on her nasolabial folds on (B)(6) 0213. After that, she experienced edema, discomfort on application sties, so she received antibiotics (IV) once on (B)(6) 2013 and oral antibiotics for 3 days from (B)(6) 2013. However she experienced the symptoms continuously, so she was injected hyaluronidase on (B)(6) 2013. After receiving the hyaluronidase, she began to undergo facial edema. Therefore, she was injected hyaluronidase on (B)(6) 2013 again, and took oral medications for 7 days from (B)(6) 2013. She got antibiotics on (B)(6) 2014, and got dexamethasone (IV) and chlorpheniramine maleate (IV) on (B)(6) 2014. Even though, she got treatment from the hospital, she still had facial edema. Therefore, she was transferred to a bigger hospital for medical examination on (B)(6) 2014. Her medical examination results showed all normal. The symptom subsided only when using diuretic in the hospital (when she stopped using diuretic, the symptom recurred). At the time of reporting, the symptom was not recovered, and she was hospitalized in an oriental medical hospital. The primary adverse event is: edema in nasolabial folds (injection site oedema), which began on (B)(6) 2013. The setting for the event was a nasolabial folds. The reaction was deemed serious by the reporter because it required intervention, required hospitalization. The reported signs and symptoms included facial edema (face oedema) which began on (B)(6) 2013, edema in nasolabial folds (disease recurrence) and facial oedema (disease recurrence). The patient was hospitalized. The outcome for edema in nasolabial folds (injection site oedema) is not recovered/ not resolved. The outcome for facial edema (face oedema) is not recovered/not resolved. The reporter's casuality for the case is possible. The company's casuality for the case is possible. Company comment: symptoms of inflammation include a combination of warmth, redness, swelling, tenderness and induration as stated in the instructions for use. These reactions may commence either shortly after injection or after a delay of several weeks. In a case of unexplained inflammatory reactions, infections should be excluded and treated if necessary. Also consider to combine with a short treatment with corticosteroids, tapering dose. Treatment only using oral corticosteroids without concurrent antibiotic treatment is not recommended. To accelerate degradation of ha based gels, injection of hyaluronidase can be considered. However, it is important to inject the enzyme into the ha-implant and not the surrounding tissue. From the case description, the patient seems to have been adequately managed. However, the responsible physician may want to exclude possible underlying infectious or connective tissue disease. No corrective action will be initiated. Swelling is labeled in the IFU. For reference purpose only, this case has also been assigned to thr following tracking number: (B)(4). This case was received by q-med on (B)(4) 2014 and was forwarded to valeant on (B)(4) 2014. On (B)(4) 2014: the events disease recurrence, injection site oedema and face oedema are assessed as serious and possibly related.